Event description:
The patient was experiencing intermittent stimulation. There was no known accident or incident related to the event. Impedance readings were >40,000 ohms on 0-7 at default of 0.7v. The amplitude was increased to 3v and electrode impedances were re-run. By changing the reference electrodes, they were able to determine that all contacts, except #1, were viable. They planned to reprogram the patient and avoid using the #1 contact.

Manufacturer narrative:
(B) (4).